Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition post-procedure.